Event description:
(B)(4). I started having hair loss, weight loss, migraines, anxiety, my hands started shaking, leg and hip pain, my feet would fall asleep, insomnia, pain during intercourse, wasn't able to use tampons anymore, frequent yeast infections, food allergies that I never had before (gluten, sugar, peanuts, milk), back pain, brain fog, not able to complete a sentence or remember a word (always sounding stupid!), body aches (always feeling like I have the flu).